Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), adenomyosis and uterine fibroids. Concomitant products included omeprazole (prilosec) for acid reflux (oesophageal) as well as hydroxyzine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash papular ("rash/ bumps"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("headaches"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, rash papular, heavy menstrual bleeding, vaginal haemorrhage, headache, vulvovaginal pain, fatigue, migraine, nausea, libido decreased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, libido decreased, migraine, nausea, pelvic pain, rash papular, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date- (B)(6) 2010 reported in current fu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: bilateral proximal fallopian tube occlusion. Imaging procedure - on (B)(6) 2011: (unspecified): not reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), adenomyosis and uterine fibroids. Concomitant products included omeprazole (prilosec) for acid reflux (oesophageal) as well as hydroxyzine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash papular ("rash/skin condition/rashes or skin conditions type: bumps"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy,). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, rash papular, fatigue, headache, nausea, migraine, libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash papular, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date- (B)(6) 2010 reported in current fu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: bilateral proximal fallopian tube occlusion. Imaging procedure - on (B)(6) 2011: (unspecified): not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: case became incident reporter information, medical history, lab data, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.